Manufacturer narrative:
H3, h6: the device, intended to be used in treatment has been returned and evaluated stablishing a relationship with the reported event. The visual inspection confirmed - liquid contents leaking .the functional evaluation found poor seal integrity, root cause is a manufacturing process error. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the skin-prep wipes bulk 1 case 01 were leaking packets. This was found during final inspection. No case reported; therefore, there was no patient involvement.